Event description:
The customer stated, that false negative axsym cmv igg results were generated for two different patients. The following results are for pt 2 of 2. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in progress. A final report will be submitted when he investigation is complete.